Manufacturer narrative:
The device's internal battery was 8 years old (and not charging fully): the user ignored the instruction to change the battery every 2 years. We changed the battery before recalibrating the unit here at the factory. In 8 years, the device has never previously been returned to the factory for service.

Event description:
Ventilator turned off during transport (did alarm): not clear if a patient was on the ventilator, but there was no patient injury.